Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zlb00 23.0 diopter intraocular lens (iol) was implanted into the left eye (os) on (B)(6) 2017. It was later explanted on (B)(6) 2017, due to complaints about visual disturbance and loss of distance vision, including the patient not being happy with the lens implant. The lens was replaced with the same model, but a lower diopter size. No additional information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 9/14/2017. Device returned to manufacturer? Yes. Device evaluation: visual inspection of the return sample shows the product is cut in two pieces, most probably to make explant possible. Considering the condition of the returned lens, additional analysis is not possible. The customer's reported complaint cannot be confirmed. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints history revealed no similar complaints were received for this production order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.